Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. In addition, the customer¿s blood glucose level was 505 mg/dl. The cause for the elevated bg level was unknown. The customer consumed water to address bg level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.